Event description:
"Patient needed foley catheter placed, balloon was defective. 16f temperature sensing foley pulled from clean utility room. Upon testing the balloon prior to insertion, balloon would not deflate." Manufacturer response for temp sensing foley, temp sensing foley (per site reporter) [redacted date] corresponding with clinical team in hvc, contacted site for the location of the product for return to bard. Escalated to bd team today with hvc/ICU/siner/or teams on the correspondence, requested meeting. Spreadsheet of events attached to this line. [Redacted date]- [redacted name] (psm) confirmed sample was discarded by clinicians.